Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable pacemaker was explanted and replaced due to a component malfunction. It was also reported that the right ventricular (rv) lead was capped and left in-situ. The rv lead was replaced. No additional information was provided. Outside of the revision, no adverse patient effects were reported. Received additional information the patient was referred to the hospital due to rv lead issues. The rv lead threshold was 6.0v (volts) at 0.8ms (milliseconds) and 5.0v at 1.5ms in bipolar polarity and in unipolar 6.5v at 0.8ms. The rv pacing impedance was 2639 ohms in unipolar and 2850 ohms in bipolar. The trends showed a steady increase from 1900 ohms over last 12 months. Oversensing from noise was also noted. The physician elected to replace both the device and the rv lead. The device will not return for analysis. Outside of the revision, no adverse patient effects were reported. The product has been returned.

Event description:
It was reported that this implantable pacemaker was explanted and replaced due to a component malfunction. It was also reported that the right ventricular (rv) lead was capped and left in-situ. The rv lead was replaced. No additional information was provided. Outside of the revision, no adverse patient effects were reported. Received additional information the patient was referred to the hospital due to rv lead issues. The rv lead threshold was 6.0v (volts) at 0.8ms (milliseconds) and 5.0v at 1.5ms in bipolar polarity and in unipolar 6.5v at 0.8ms. The rv pacing impedance was 2639 ohms in unipolar and 2850 ohms in bipolar. The trends showed a steady increase from 1900 ohms over last 12 months. Oversensing from noise was also noted. The physician elected to replace both the device and the rv lead. The device will not return for analysis. Outside of the revision, no adverse patient effects were reported.